Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot-up failure. Upon troubleshooting, fse found that the control modules were flashing, and the software was not starting up completely. The issue was most likely caused by a software crash on the suite pc. Review of the log file showed software bug and malfunction can be confirmed. The cause of the issue was a software issue. To resolve the reported issue, the fse reloaded the suit pc software and rebooted the system. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.